Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 45" (not at "home" position after power-on/restart) error message upon powering on was confirmed during initial functional testing and during archive data review. The root cause for the reported (ua) 45 error message was due to the encoder drive shaft was not at its "home" position likely attributed to user error. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Unrelated to the reported complaint, observed a cracked front enclosure and a bent battery lock clip during visual inspection. The root cause for the observed physical damages were likely a characteristic of mishandling, such as drop. The front enclosure and battery lock clip will be replaced. During archive data review, multiple errors ua45 were recorded. Thus, confirming the reported complaint. Initial functional testing failed due to ua45 displayed during power on using a known good autopulse li-ion battery. To remedy ua45, the driveshaft was rotated back to "home" position by using the administrative menu. Thus, confirming the reported complaint. Awaiting service repair approval from customer. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) was reported on (B)(6) 2017, encoder drive shaft was not at its "home" position and to remedy ua45, the driveshaft was rotated back to "home" position by using the administrative menu.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message upon powering on. Customer was unable to clear ua45. No patient involvement.